Event description:
It was reported that a balloon rupture had occurred. A percutaneous coronary intervention was being performed on a 75% stenosed, moderately calcified and moderately tortuous lesion in the middle portion of the left anterior descending artery. Predilation was performed with a non- bsc device. The 10mm x 2.75mm wolverine coronary cutting balloon was inflated initially to six atmospheres. Then it was inflated a second and third time to 12 atmospheres. On the third inflation the balloon ruptured at 12 atmospheres. The procedure was successfully completed with a different device without further issue or patient injury.